Event description:
It was reported that the spike connector cover of a capd uv flash set separated from the spike. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The disposable set was returned and analyzed. No abnormalities were identified during visual inspection. All dimensions measured within allowable specification limits. An underwater leak test was performed with no issues noted. The reported problem was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.